Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown; customer stated it was noticed after a day at work. The pump was no longer functional. Customer's blood glucose level was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.